Event description:
An ophthalmologist reported the posterior capsule ruptured during intraocular lens (iol) implant surgery. She stated there was no vitreous loss and the patient is doing fine. She reported the lens remains implanted. An unapproved viscoelastic was used with the device. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. A failure to follow the dfu was indicated in the file with the use of an unapproved viscoelastic. Viscosity of an unapproved ovd may contribute to underfill/overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which can result in damage. Action taken: investigation has been completed based on current information. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).